Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the consumer reported that the patient experienced a loss or change of therapy since (B)(6) 2015. The patient was not sure what setting to have the therapy on. The patient wanted to know if 3.80v or 2.20v was ok to be on. The patient was getting 25 percent relief from therapy.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they were having issues with their device and it was not working. The patient had tried to increase and it was still not working and they had pain down to their knee. The step taken to resolve the device not working was that the patient tried last week to get one good level. The patient kept getting a different number and the device was going on different numbers. The patient tried to get it lower and it kept a higher number and the patient tried again and it kept staying on 3.60v. The patient wanted to know if that was too high. The patient's leg was tingling slightly so they did it and got it lower to 2.50v and that was where they left it on. The batteries showed they were on 75 percent. The indication for use for this patient was gastrointestinal/pelvic floor.